Event description:
It was reported the atrial lead had dislodged and had been pacing and sensing the ventricle. It was also reported the patient had underlying atrial fibrillation and the device had been programmed to vvi. The atrial lead was capped and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.